Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that a patient presented with pain at an unspecified time post-operatively. The patient underwent surgery to remove two broken screws and repair the pedicle screw construct. The surgery was reported to have been completed successfully.